Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose episode while using the ilet, with values down to 61 mg/dl, without an identifiable precipitating factor, and expressed concern that the system was not functioning as expected; the user treated with oral glucose and glucose recovered to 111 mg/dl by the end of the interaction. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the device problem and component could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.